Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified end of the left anterior descending artery. A 2.75x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, it was noticed that the stent struts were lifted. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.75x16mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified end of the left anterior descending artery. A 2.75x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, it was noticed that the stent struts were lifted. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.